Event description:
It was reported that the implantable neurostimulator (ins) switched on by itself while the patient was sleeping. The ins had been off for the last three years as the patient no longer needed therapy. After the ins turned on, the patient went to the hospital and had the ins reprogrammed from 1.5v to 0v. The patient wanted the device explanted. The patient had a programmer, but the batteries were depleted. The patient was reported to be "ok". Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4) .